Event description:
It was reported that the patient's generator had delivered a low output current message with settings of 3.25 ma of output current. The impedance displayed was 4204 ohms and was noted to be a significantly larger value than the historic impedance measurements. The physician lowered the generator's output current and raised the pulse width in response to the low output message. Historic programming data was received, and the internal device data was reviewed. The data showed evidence of several >25% changes in impedance leading up to the last office visit. There was no evidence that high impedance was encountered. The treating physician referred the patient for surgery to address what he assessed as a potential lead fracture. Surgical intervention has not occurred to date. Additional pertinent information has not been received to date.

Event description:
The patient's full vns replacement surgery was completed on (B)(6) 2016. The explanted products were reportedly discarded by the explanting facility, so product return could not be completed. No additional pertinent information has been received to date.